Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during surgery, it was observed that the battery pack had exploded. There was no patient impact. There was a delay of 0-15 minutes while an alternate device was being prepared and utilized to complete the procedure. Due diligence is in progress and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Visual examination of the returned product/provided pictures confirmed the battery pack was broken open and there was black battery debris throughout the sterile packaging. The battery wiring and terminals were damaged. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.